Manufacturer narrative:
The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat could not be verified since the handpiece was not running when received. Pre-repair temperature testing could not be performed. The nose cone and bearings were corroded on the device. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the visao handpiece was getting hot. There was no patient impact.